Manufacturer narrative:
This event has been reported by the manufacturer under MDR # 3001845648-2019-00543. Niu stent, superficial femoral artery, drug-eluting. Specific site location is unknown. 7 us sites from the article as follows: (B)(4).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "procedure-related adverse events in 27 (17%) patients in the zilver ptx group. This event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as patients experienced procedure related adverse events and under the assumption intervention was required. As no additional details have been provided enough of a causal link exists with the device to warrant FDA reporting. Site location of events is not reported. 7 us sites are listed in the article. However, as patient level data is not reported it is not possible to confirm if any us patients experienced the reported adverse effects and at what sites.